Event description:
Device was replaced after three years of service. The reason for removal was reported as not normal battery depletion. The patient had high voltage need for therapy. No patient injury was reported.